Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed and/or corrected data: b.6., h.3, h.6. Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, opening curved on radius and weight to the specification. A visual and microscopic analysis was performed which identified: opening crease sharp on radius and stress marks. Base on the device analysis the final assessment is: an opening crease sharp on radius assessed as fold flaw opening.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.